Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve leaflets appeared thickened, and the valve frame was under expanded and irregular. No treatment was provided. No adverse patient effects were reported.

Event description:
Medtronic received information that five years and six months following the implant of this transcatheter bioprosthetic valve, the valve failed with an unknown failure mode. A transcatheter aortic valve (tav)-in-tav procedure was planned as intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that five years and six months following the implant of this transcatheter bioprosthetic valve, the valve failed with an unknown failure mode. A transcatheter aortic valve (tav)-in-tav procedure was planned as intervention. No additional adverse patient effects were reported. Additional information was received that the valve leaflets appeared thickened, and the valve frame was under expanded and irregular. No treatment was provided. No adverse patient effects were reported. Additional information was received that indicated there was no regurgitation noted; however, the gradients have increased. Addition ally, there was nothing in terms of the patient anatomy that contributed to the underexpansion of the valve frame, but the underexpansion likely contributed to the increased gradients. No treatment or intervention has been performed. Additional information was received confirming that a successful valve-in-valve was performed.

Manufacturer narrative:
Updated data: b5. Fourth paragraph added additional codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that five years and six months following the implant of this transcatheter bioprosthetic valve, the valve failed with an unknown failure mode. A transcatheter aortic valve (tav)-in-tav procedure was planned as intervention. No additional adverse patient effects were reported. Additional information was received that the valve leaflets appeared thickened, and the valve frame was under expanded and irregular. No treatment was provided. No adverse patient effects were reported. Additional information was received that indicated there was no regurgitation noted; however, the gradients have increased. Addition ally, there was nothing in terms of the patient anatomy that contributed to the underexpansion of the valve frame, but the underexpansion likely contributed to the increased gradients. No treatment or intervention has been performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.